Manufacturer narrative:
(B)(6). (B)(4). The complainant part is not expected to be returned for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: october 15, 2013 - expiration date: september 30, 2022. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial revision procedure was performed on (B)(6) 2015 due to reports of pain. X-ray images revealed a mid-shaft nonunion. During the revision, the surgeon utilized an osteotome to remove the tissue growth around the plate and pry the plate loose. It was then that the plate was discovered to be broken. It is unknown if the plate was broken prior to the procedure or if it broke during removal. On the pre-revision x-rays, the plate appears to be intact, but that cannot be definitively confirmed. All pieces of the broken plate, along with six (6) intact 4.5mm cortex screws and six (6) intact 5.0mm locking screws, were removed. The patient was then implanted with a synthes tibial nail. The procedure was successfully completed with no additional intervention, patient harm, or surgical delay. (B)(4).